Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that yesterday the patient was walking around charging his ins when suddenly the rtm cord got caught in a latch and then the wire broke in half. Right after the rtm cord broke, the patient started to feel "shockwaves" going through his body that were causing him a lot of pain. Patient was unable to adjust the level of stimulation because the stimulation kept increasing on its own. Patient turned the intensity down to 6.2 (group b program 1) but when he checked the controller during the call it was at 6.7. Patient did not move in the time that the intensity had changed. Patient service specialist (pss) advised the consumer to have the patient turn the ins off. Patient did as advised and immediately said the "shockwaves" were gone but he could still feel pain when he had to "pick stuff up or walk."

Event description:
Additional information was received from patient and a caller who reported that patient received a letter in the mail with a reference number and question on it. Patient services reviewed MDR letter information and advised caller to have patient fill out the letter and send it back. Caller asked if they can also answer the question over the phone and provided weight information and confirmed that was the only question. ***[information regarding (B)(4) omitted as it pertains to a separate event; (B)(4)-blank controller screen].

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.